Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting alleged false positive sars result. The customer communicated they were previously positive for sars and had taken the antiviral paxlovid. Customer states they are still positive on quidel qv otc 23 days later while now asymptomatic. Customer states they are negative for last 2 days with another brand of rapid antigen. (Report 1 of 2).